Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The procedure was completed without any reported issues. According to the report, the patient also had a thoracic aortic dissection, with entry tears present from the proximal end to distal end of the aneurysm. On (B)(6) 2022, a reintervention procedure was performed to treat the thoracic aortic dissection. A proximal type I endoleak or a type ii endoleak was suspected on a preoperative computed tomography (CT) image. An intraoperative angiograph reportedly confirmed a proximal type I endoleak. An additional stent graft was placed proximally, however, a small proximal type I endoleak reportedly remained. It was reported that, although there is a possibility of leakage from the false lumen, the endoleak almost disappeared with the placement of the additional stent graft. Since the additional stent graft was placed at an area of dissection, ballooning was avoided. The procedure was concluded, and the endoleak will be monitored. The patient tolerated the procedure.